Event description:
Event description guidant received information that this device was part of a legal action and the patient passed away. Legal documents state that the patient passed out numerous times after having the device implanted. He died from complications related to a fall.